Event description:
It was reported the device reached recommended replacement time and there was possible early battery depletion. It was also reported the left ventricular (lv) lead had a very high threshold of 4.0 volts at 1.0 millisecond since shortly after implant. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery depletion indicated with time of recommended replacement time (rrt) in save to disk on (B)(4) 2011 device rrt less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equals 2.64 to 2.61 volts between (B)(4) 2011 and (B)(4) 2012. Patient alerts for low battery voltage on (B)(4) 2011 and (B)(4) 2012.